Manufacturer narrative:
The field service engineer determined the reagent pack was the cause of the event. He tested the analyzer and adjusted all fluidics, replaced a valve bank, gear pump, and vacuum rinse nozzle. The customer installed a new lot of the reagent and performed comparisons with no further issues. There was no indication of a performance issue with the reagent as qc results were acceptable.

Manufacturer narrative:
The cobas 6000 c 501 serial number was (B)(6). The customer reviewed the recent assay calibrations and found several failures but the calibrations eventually were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable albt2 tina-quant albumin gen.2 results from the cobas 6000 c 501 module. The customer received the sample from a sister site for correlation. The customer's initial result did not correlate with the sister site's result. Specific data from the sister site was not provided. The initial result was <1 mg/dl. The repeat result was 21.7 mg/dl. The customer did not know which result was correct and did not provide information about which result was reported outside of the laboratory.